Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the smart flex stent 5mm x 100mm looked as though it had partially deployed at the tip of the stent or was frayed. The malfunction was found prior to insertion into the patient. The case was completed with the use of a new smart flex 150cm system. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). The outer packaging was not damaged but the stent inside is. The device will be returned for evaluation.

Event description:
As reported, the smart flex stent 5mm x 100mm looked as though it had partially deployed at the tip of the stent or was frayed. The malfunction was found prior to insertion into the patient. The case was completed with the use of a new smart flex 150cm system. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). The outer packaging was not damaged but the stent inside is. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 311004 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the smart flex stent 5mm x 100mm looked as though it had partially deployed at the tip of the stent or was frayed. The malfunction was found prior to insertion into the patient. The case was completed with the use of a new smart flex 150cm system. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). The outer packaging was not damaged but the stent inside is. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6 additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6 the smart flex stent 5mm x 100mm looked as though it had partially deployed at the tip of the stent or was frayed. The malfunction was found prior to insertion into the patient. The case was completed with the use of a new smart flex 150cm system. The device was stored and handled per the instructions for use (IFU). The outer packaging was not damaged but the stent inside is. There was no reported injury to the patient. The device was returned for analysis. A non-sterile unit of ¿smart flex 5x100 vas, 120cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed at one metallic tray to be inspected. The unit was thoroughly inspected observing the following conditions: the stent is not deployed properly mounted on the device; the hemostasis valve was received tight closed; a kinked condition was observed located approximately on 71 cm from the distal tip. No other outstanding details were. Functional analysis was performed to determine if the stent can be deployed as expected. The hemostasis valve was unlocked of the stent delivery system. The stent deployment functionally test was initiate by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod travel toward the distal tip as expected and the stent was deployed. The stent expands normally presenting no damages or anomalies. A product history record (phr) review of lot 311004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system-deployment difficulty¿ was not confirmed, the functional test was performed as expected without any anomalies. However, a kinked condition was observed on the returned unit. The exact cause of this condition observed on the device could not be conclusively determined during the analysis. Procedural and/or handling factors might have contributed to this issue. According to the instructions for use (IFU), ¿do not use if the system appears to be damaged.¿ neither the product analysis nor the phr review suggests that the reported issue could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
As reported, the smart flex stent 5mm x 100mm looked as though it had partially deployed at the tip of the stent or was frayed. The malfunction was found prior to insertion into the patient. The case was completed with the use of a new smart flex 150cm system. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). The outer packaging was not damaged but the stent inside is. The device will be returned for evaluation.